Event description:
It was reported that the insulin pump required frequent battery changes, rejected new batteries once, had condensation inside the screen, and alarmed no delivery alarms inexplicably. The customer stated that she had to restart the rewind process to complete the procedure as well. She did not provide the blood glucose reading and declined assistance regarding the issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.